Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's fatigue was not related to the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue. The right ventricular (rv) lead showed variability in impedance. Short v-v intervals and noise were also identified. The rv lead remains in use. No patient complications have been reported as a result of this event.